Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. The patient experienced dizziness. The noise could be recreated with provocative testing and header manipulation. The lead was capped and replaced on (B)(6) 2014.